Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there were cuts in the forceps wire due to external factors. Upon further inspection, it was observed that the adhesive part of the illumination lens had come off, causing a gap in the glue end, in which dirt had entered the lens through the gap due to handling. Burning of the tip body was observed due to external factors. It was observed that the bending angle was insufficient due to elongation of the angle wire. Also, the play of the angle knob did not meet standard due to the elongation of the angle wire. It was observed that the bending pipe had collapsed, and the forceps plug cap had been scraped off due to external factors. Wrinkles were observed in the insertion tube due to external factors. It was observed that the adhesive of the curved rubber was missing. A check was issued for the backlash in the operational part. Lastly, scratches were observed on the following unit components due to external factors: insertion tube, tip cover, operational part, unit cover, up and down knob, up-down angle fixing lever, right and left knob, the grip, the universal cord, scope connector, right-left angle fixing knob and on the scope connector side of the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera duodenovideoscope wire was cut. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was a gap in the glue end, in which dirt had entered the lens through the gap. This finding is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation as well information received from the user facility. The evaluation of the device has been completed. It has been over 5 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A review of the quality data trending & analysis and monitoring was performed which, produced no new findings that would change the understanding of the event. The root cause of these events could not be determined however, based on the results of the investigation, it is likely that one of the following led to the malfunction: deterioration over time of repeated use, external factors, or handling. During a follow - up with the user facility, it was confirmed that: the device was inspected prior to use with no issues found. The product issue was discovered during an unknown therapeutic procedure. The procedure was completed with a similar device (jf-260v, serial number (B)(4)) with no delays. Olympus will continue to monitor the field performance of this device.